Event description:
Overdelivery reported. The pump was set to infuse d5.45ns with an unspecified amount of potassium chloride at 105 ml/hr via side a, and ativan 8mg/bendryl 20mg/decadron 20 mg in 50 ml d5w at 0.3 ml/hr with a 3ml prn bolus and a 15 minute lockout period. The pt had had a stem cell infusion the previous day and was discharged home on the above settings. The pt was reportedly waiting at the door for her husband to get the car and pick her up. After approx 30-60 minutes, she was found in the chapel "practically unresponsive with slurred speech." She was taken to the emergency dept and admitted overnight for observation. No medical treatment was required. In the emergency dept it was noted that the pump display indicated delivery of 109.3ml from side a and 0.5 ml from side b. The IV container for side b, however, was empty. The pt recovered without adverse sequelae and was discharged home the next day.